Event description:
Additional information indicated noise was found resulting in non-sustained ventricular tachycardia episode.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient was brought into the clinic for an evaluation. The device was interrogated and the lead measurements were within normal limits. The physician decided to monitor the patient at this time.

Event description:
Additional information indicated that a revision procedure was performed and this rv lead was surgically abandoned.

Manufacturer narrative:
Our records indicate this lead remains implanted at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.